Manufacturer narrative:
Device evaluation by MFR: the device was received without scratches or physical damage. The console was tested per test procedure. The jetstream passed power on self-test. The jetstream motor is turning when catheter is being plugged in. The unit completed prime cycle successfully. The jetstream passed all test requirements.

Event description:
It was reported that there was a lost aspiration. A 2.4mm jetstream xc atherectomy catheter was used with a jetstream console for a patient atherectomy procedure in the superficial femoral artery. The lesion was not tortuous, but was occluded with 30-50% of calcification. During the procedure, the suction of the catheter stopped working while the rotation and infusion continued to function. The physician observed that there was no more flow in the tubings leading to the waste bag. No error message occurred when this issue occurred. The physician did not know the cause of the issue as the lesion was, in his opinion, standard with no major thrombus, and was not particularly narrow or strongly calcified. No visible defects were noted with the catheter. It was thought that maybe it could be related to the system. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that there was a lost aspiration. A 2.4mm jetstream xc atherectomy catheter was used with a jetstream console for a patient atherectomy procedure in the superficial femoral artery. The lesion was not tortuous, but was occluded with 30-50% of calcification. During the procedure, the suction of the catheter stopped working while the rotation and infusion continued to function. The physician observed that there was no more flow in the tubings leading to the waste bag. No error message occurred when this issue occurred. The physician did not know the cause of the issue as the lesion was, in his opinion, standard with no major thrombus, and was not particularly narrow or strongly calcified. No visible defects were noted with the catheter. It was thought that maybe it could be related to the system. The procedure was completed with another of the same device. No patient complications were reported.